Event description:
2medtronic received a report that during aneurysm embolization, the surgeon used an axium coil that could not be pushed out from the protective sheath after full saline perfusion, and could not be pushed into the lesion position, resulting in the inability to perform the operation. After replacing the axium coil of the same model, the operation was successfully completed. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured right ophthalmic segmental aneurysm with a max diameter of 3.2mm and a 2.8mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
H3: product analysis #705765482:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), as found condition: the axium prime coil was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch and within an opened axium prime inner pouch. Visual inspection/damage location details: the axium prime pusher was found bent/kinked throughout the entire length of the pusher with one portion knotted up with itself. The pusher was found broken at ~51.0cm from the distal end with the release wire also broken. The axium prime implant coil was found to be damaged and stretched with the polypropylene filament broken. Testing/analysis: the axium prime implant coil tip od (outer diameter) was measured and found to be 0.0117¿ which is within specification (specification: 0.0108¿ +.0010/-.0020). The introducer sheath ID (inner diameter) could not be measured as it was not returned. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed as the damages found is consistent with resistance. The axium prime pusher was found kinked/broken and the implant coil were found damaged/stretched. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during hydration per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant and pusher. As the introducer sheath was not returned for analysis, any contribution of the introducer sheath towards the resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.